Event description:
The customer reported that the device does not function on ac power and will not charge the battery. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided the customer troubleshooting assistance. The customer declined an offer of service from physio-control at this time.